Manufacturer narrative:
The device was sent to spacelabs healthcare for further analysis. The reported problem was verified and the nvram was replaced. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 a telemetry bed disappeared from the central monitor. The issue was resolved by replacing the central monitor with a spare. No one was injured as a result of this event.